Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint for leakage on lot # 9044761. Investigation summary: customer returned photos of a 5mm, 31g pen needles from lot # 9044761. Customer states that drops fall between the needle and the thread part (hub) when applying the medication. The photos were examined and it is difficult to determine if the sample can expel properly solely from the photos. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 10 bd ultra-fine¿ pen needle minis experienced leakage during use. The following information was provided by the initial reporter: drops fall between the needle and the thread part (hub) when applying the medication (saxenda liraglutide). The application pens were replaced, but dripping persisted.